Event description:
The lay user/ patient contacted lifescan on sept 28, 2007 and alleged that his one touch ultra mini meter was giving the error 1 message and then it was not powering on. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that both the alleged issues first occurred on two weeks earlier at 2:00 pm. He took diabetes medication (insulin-aprida 18 units) based on a sliding scale after the issue began. The pt also mentioned experiencing symptoms of being shaky and sweaty after the reported issue began. He did not receive/require medical treatment/intervention. At the time of troubleshooting, it was verified that this was not a new product. The troubleshooting error 1 issue could not be performed since the meter was not powering on. It did not turn on when the power button was pressed or when a test strip was inserted all the way into the test strip port. There was no meter trauma and pt was using the correct test strips. He had also replaced the battery per the owner's manual. This complaint is being reported because the pt alleged that he experienced symptoms that can be associated with hypoglycemia after the reported issues began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.